Event description:
It was reported that the patient had an infection at the lead site. As a result, surgical intervention was undertaken wherein the scs system was explanted. Follow up indicated the patient was doing well post operatively.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Correction: section d6b - additional information was received that the date of explant was (B)(6) 2023 not (B)(6) 2023.

Manufacturer narrative:
As a result, a device history record was performed to review and confirm the sterility of the lead. Based on the documents reviewed, the source of the infection is yet to be substantiated.